Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No scrolling numbers display or frozen screen anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was attempting to bolus and the numbers on the insulin pump began to scroll on their own. The device scrolled up to 15 units and froze there, due to the anomaly she reverted to her back up plan. Customer's blood glucose was 200 mg/dl. Customer reported she wear the device in her bra, but doesn't recall any other significant event which may have caused the keypad issues. Customer was advised to continue to use her back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.